Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown triathlon insert 9mm. An evaluation of the device cannot be performed as the device was retained by the surgeon and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Left total knee revision for laxity and low stability. Poly insert exchanged from a 9mm insert to a 13mm cs insert.